Event description:
A locking cap came loose post-operative and allowed the rod to slide. The construct was implanted from l5 to s1 and the locking cap that came loose is at s1. No surgery to correct this condition is planned.